Manufacturer narrative:
This male patient with a history of current smoker had cypher stent implantation while experiencing an acute mi. A patient experiencing an acute mi is in a hypercoaguable state which could encourage the formation of a thrombotic event. The lesion was not pre-dilated. The safety and effectiveness of direct stenting has not been established. The lesion located in the mid-lad was de novo and heavily calcified. The safety and effectiveness of placing the stent in lesions that prevent complete inflation has not been established. A cypher stent 3.0mm x 18mm was deployed. A lesion in the 1st diagonal was also treated with poba. Approximately nine months later, the patient experienced an mi and returned to the emergency room, where the patient expired. The cause of death was listed as cardiac/mi. In conclusion, there are patient, lesion, and procedural factors that may have contributed to the event. Eval summary: the product was not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned; however, a monthly trend of complaints per catalog number is performed.

Event description:
This patient experienced an mi and expired approximately nine months post cypher stent implantation. This patient with a history of smoking (current) was admitted to the hospital for acute mi with st segment elevations (<12 hours) and was taken emergently to the cath lab. Plavix was administered pre-procedure. Angiography revealed a 95%, heavily calcified, de novo lesion in the mid-lad. Timi flow was noted to be ii. The lesion was not predilated. A 3.0 x 18mm cypher stent was placed via direct stenting technique and was deployed. There was no residual stenosis and the timi flow was reported to be iii. A 95%, de novo lesion was also treated in the first diagonal. This lesion was treated with balloon angioplasty only with satisfactory results. The patient was discharged after three days with orders for plavix, aspirin, beta blockers, statins, and ace-inhibitors. Approximately nine months later, the patient experienced an mi and returned to the emergency room, where the patient expired. No ekgs were performed. There was no autopsy. The cause of death was listed as cardiac/mi. No additional information is available.